Event description:
Breast implant disease - chronic back pain, neck pain, bladder problems and early onset of arthritis. Doing physical therapy and chiropractor since (B)(6) 2021. Slow improvement. FDA safety report ID # (B)(4).